Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the meter displayed a message of "strip problem-use new strip". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.